Event description:
It was reported that during a diagnostic "flex cystoscopy" procedure, under sedation, while taking the scope out, the scope crumbled and the "approximal" portion of the outer sheath of the scope came apart into 7 pieces. The doctor had to pick the pieces out of the patient. As such, the procedure delayed for less than 30 minutes. The procedure was completed with the same device. There were no reports of patient harm.